Manufacturer narrative:
(B) (4). Visual inspection of the returned product found the lens torn into two pieces. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation. Conclusions: based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. Investigation of the root causes of lens tears, were addressed in a CAPA opened in june 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. The damage to the lens, as observed and photographed upon the return of the lens to staar, cannot be definitively and exclusively correlated to a specific root cause. (B) (4).

Event description:
The reporter stated, the surgeon inserted an aa4204vl silicone single piece lens but the lens split. There was patient contact but no injury. Another same model lens was implanted.